Event description:
It was reported that during the procedure it was found that the patient had developed bronchiectasis which had not appeared in pre-operative scans. Approximately one to two days after the procedure, the patient developed sepsis and was admitted to the hospital for four days and treated with antibiotics. The patient¿s lung biopsies were found to be cancerous, and a surgical lung resection was performed. The lung resection also removed the bronchiectasis.